Manufacturer narrative:
Investigation summary: four photos and one sample were received by our quality team for evaluation. Leakage testing was performed on the returned sample and leakage was observed at the small end of the catheter hub. The leakage part was subjected to further microscopic inspection and a small crack was observed at the small end of the catheter hub and a crack along the fusion line of the catheter hub. The swage length was also observed to be outside of the accepted range. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible cause of the leakage could be that due to occasional fluctuation of equipment during operation, the nest pin shifted up, and the interference fit between the metal wedge and the catheter hub caused the catheter hub to be cracked along the fusion line during swaging. The camera detection items will be adjusted to add the nest pin height detection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems' adapters were defective and leaked fluid during the infusion. The following information was provided by the initial reporter, translated from chinese: "the distributor reported to the department of nephrology that fluid leakage was found near the white sieve during infusion during the use of the product."